Event description:
It was reported that customer experienced battery depleting too fast. There was no reported impact to the customer¿s blood glucose level. Customer declined follow-up and technical services, and cts was unable to confirm the reported battery depletion, with no additional information received regarding the outcome of the event.